Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported issue. Physio disassembled the device and double checked all internal connections and after reassembly, the device software was reloaded. Proper device operation of the device was then observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. UDI - (B)(4).

Event description:
The customer reported that their device had its service indicator illuminated and was intermittently booting up to a solid white screen. A solid white screen showing on this device upon boot up is indicative of a device lockup where the device would not be able to function on a patient, if needed. There was no report of any patient use associated with the reported issue.